Event description:
Synthes (B)(6) reported the customer advised that the cutting edge of the rod cutter is broken. No information was obtainable concerning details of the event or cause of the breakage. No harm to any patient was reported.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Additional information: product development event evaluation revealed, the rod cutter was received with deformed cutting edges (1 radial deformation). There are also three fractures on either side of the cutting blades. The missing material was not returned along with the rod cutters for evaluation. Associated drawings have been review, all materials are adequate for the devices intended use. The rod cutter is designed to cut rods of titanium, titanium alloy, and stainless steel of diameters up to and including 6.0mm. This rod cutter may have been used to cut a cobalt chromium rod which the rod cutter is not designed for. The foot note on page 57 of the pangea technique guide states the following in a footnote: bending cobalt chromium rods requires coronal rod bender (right/left), coronal rod bender (right/left); cobalt chromium rods can only be cut with table top rod cutter or handheld rod cutter. However, the technique guide does not specifically state that this instrument cannot be used for cobalt chromium rods. Placeholder.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Manufacturer corrected to synthes (B)(4). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No irregularities were found during the device history record review. Recent testing shows that the cutting edges are suitable for their purpose and the edges can be damaged due to misuse.

Manufacturer narrative:
This device used for treatment and not diagnosis. The device was received and the investigation is ongoing. Placeholder.

Manufacturer narrative:
Device manufacture date was 05/20/2011. The device history record review indicated that there were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.